Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on october 25, 2017 but was not available. Trend analysis: no trend considering the following event is identified: breakage. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: patient underwent surgery on (B)(6) 2016 using cmn femoral nail for a femoral fracture. On (B)(6) 2017 the patient started experiencing pain and walk became impossible. The x-rays showed a nail fracture at the proximal level. The patient was revised on an unknown date. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was reported that device location is unknown. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to the implant therapy is performed not as indicated. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to users choose wrong starting point leading to anatomical fitness reduction. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to wrong guide/nail combination choosen (targeting guide & long nail) leading to incorrect targeting and screw insertion. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to improper use/connection of instruments leading to damage of the nail. Possible, as no further information like surgical reports or x-rays have been received and the broken nail was not sent back for product analysis, this point cannot be excluded. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Possible, no post op information received. Breakage of implant due to patient do not follow the post-operative protocol. Possible, no post op information received. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, no patient stickers, implant stickers received. Conclusion summary: it was reported that the patient underwent a surgery on (B)(6) 2016 using a cmn femoral nail for a femoral fracture. On (B)(6) 2017 the patient started experiencing pain and walk became impossible. The x-rays showed a nail fracture at the proximal level. The patient was revised on an unknown date. After approx. 10 months it was detected that the nail was broken through the lag screw hole. The nail has not been sent back for product analysis, therefore the condition of the component is unknown. No surgical documents like x-rays or surgical reports were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review the manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, left, 11.5 mm, 36 cm on the left side on (B)(6) 2016 and the patient underwent revision surgery on an unknown date due to pain and breakage of the nail. It was also reported that on (B)(6) 2017 the patient started experiencing pain and walk became impossible.